Manufacturer narrative:
Investigation summary: qc was within customer's specifications, prior to the event. The samples were collected in bd, lithium heparin tubes without gel separators and centrifuged at 3,000 rpm for 7 minutes. A field service engineer (fse) was dispatched to the customer's lab on 09/21/2006. The fse performed a diagnostic testing and obtained an error. The fse changed a duckbill and then repeated the diagnostic testing which passed within specifications. The fse performed system check and qc testing; all results were within specifications. The fse verified that the instrument was operating per established procedures. Although the fse addressed hardware issues, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tni) and ck-mb results that were generated by the unicel dxi 800 access instrument. A patient sample was tested for accu tni and ck-mb and the results were: accu tni 0.56ng/ml and ck-mb 7.6ng/ml. The results were reported out of the lab. A fresh sample was collected from the patient and tested for accu tni and ck-mb on a different instrument in the customer's lab and the results were: 0.01ng/ml and 0.5ng/ml respectively. On the next day, the customer tested the original sample for accu tni on the different instrument and obtained result of 0.03ng/ml. The customer re-centrifuged the original sample and then re-tested for accu tni and ck-mb on both instruments. The repeated accu tni and cm-mb results obtained from the unicel dxi 800 access instrument were: 0.02ng/ml and 0.5ng/ml respectively. The repeated accu tni result obtained from the different instrument was 0.01ng/ml and ck-mb 0.5ng/ml. The customer did not receive any report of patient injury requiring medical intervention, although the patient received radioactive solution IV for a nuclear scan and a dobutomine injection for an echocardiogram.